Event description:
It was reported that the ilet display screen was cracked and became unresponsive, rendering the user interface inoperable and prompting a replacement shipment. Symptoms included no adverse clinical effects, with no hypoglycemia, hyperglycemia, or other patient symptoms reported. Outcomes included no change in patient condition and no need for medical intervention or hospitalization. Investigation included customer interview and complaint handling triage. Investigation of this case revealed physical damage to the device display consistent with a cracked screen. It was concluded that the event was attributable to device damage to the screen and not a device performance failure in normal use.